Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single - gripper actuation difficulty. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During gripper orientation, one gripper was observed to not be lowering. Troubleshooting was performed by increasing the flush, locking the clip and retracting the lock line further. Both gripper lines were lowering simultaneously with controlled gripper actuation after troubleshooting. The clip was implanted (cds0702-xtw) and mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper not lowering. There is no indication of a product issue with respect to manufacture, design, or labeling.